Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be torn. Evaluation revealed the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contact animas alleging a dim and discolored display. It was reported the issue occurred gradually overtime. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.